Event description:
It was reported that the patient device is at low battery and the patient is experiencing an increase in seizures. The patient has been referred for replacement surgery. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
Information was received that the patient's generator was replaced.

Event description:
Information was received that the device has been discarded.